Event description:
It was reported that during docking of the scanner to the charging unit at the user facility the charging unit began smoking and was observed to have exposed wires. No patient involvement, no delay, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not able to be duplicated. Upon inspection, the device was found to not have power, which could be a result of the reported event. The device was determined to be non-repairable and will therefore not be returned to the user facility.

Event description:
It was reported that during docking of the scanner to the charging unit at the user facility the charging unit began smoking and was observed to have exposed wires. No patient involvement, no delay, and no adverse consequences were reported with this event.